Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow systems - h-1200, gave a clamp alarm (h-31b) alarm. The reported information does not indicate any medical intervention was required. No clinical consequences to patient as reported.

Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis in good condition. The device was powered on following disposable installation and temp check test was performed. The air detector clamp alarm led was flashing following start up. Removed air detector back cover for further investigation. Installed known good test sensor board and device did not alarm indicating that the air detector sensor board faulty; confirming the complaint. Heat check was performed for 10 minutes with temperature at 41.7 degree; which is within tolerance. Device passed all functional and electrical testing. Based on the evidence, the complaint is confirmed and the root cause is due to normal wear and tear.